Event description:
The external pulse generator was returned due to cleaning fluid having gotten into the battery department and the battery contacts having been corroded off, and it subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.  Product event summary: analysis confirmed the customer comment that one battery contact was corroded and one was missing, they were replaced. Analysis also found the upper and lower cases, battery release, battery release spring and the battery drawer were contaminated, both bail covers were broken and the battery flex was corroded. (B)(4).